Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported foot separation however the difficulty inserting the device and the additional treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in a heavily calcified common femoral artery with a proglide device using the preclose technique. Reportedly, there was resistance when inserting the device into the access site. The foot broke off. The device was removed and the sutures of two additional proglide devices were successfully placed in preclose technique. The sheath sizes used could not be recalled. The tavr procedure was completed and the two successfully placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional nformation was provided.